Manufacturer narrative:
The braun thermoscan® pro 6000 ear thermometer is indicated for the intermittent measurement of human body temperature. The device was then returned to the manufacturing site for a thorough investigation. The hillrom manufacturing site was not able to reproduce the malfunction on the device. However, the hillrom manufacturing site has recently been able to reproduce the hot probe tip malfunction, with new devices, when the devices are subjected to various cleaners in an aggressive cleaning simulation. It is believed that replication of the malfunction with the returned device from the customer at the manufacturing site has not been possible as any fluid that may have ingressed had likely evaporated, therefore not showing the hot tip malfunction. Based on hillrom¿s ability to replicate the malfunction of a hot tip on new devices that can potentially go above the built in risk mitigation's of a safety cut off that could potentially cause a more serious injury we have deemed this complaint to be reportable. Hillrom has opened a CAPA and is investigating the root cause of the confirmed malfunction. As part of the CAPA hillrom will determined appropriate corrective actions as well as determine through our risk management process based on the CAPA investigation if further field safety action is required.

Event description:
The customer reported that the probe tip of their braun pro6000 was heating up during use on a patient. The patient complained it was burning her ear; however, the customer confirmed there was no injury or medical intervention required. This report was filed in our complaint handling system as complaint # (B)(4).